Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device-essure device location of device: one of the coils was missing from the fallopian tube think it was the right side. Coil found adherent to the uterine sidewall adjacent to the tubal ostium') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder and migraine. Concomitant products included celecoxib (celexa) and gabapentin (neurontin). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier and more frequent"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the device expulsion outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy in essure insertion dates : 2008. Discrepancy in essure removal dates : (B)(6) 2008, (B)(6) 2012. There was no evidence that the right essure device had perforated through the right fallopian tube. On hysteroscopic examination of the endometrial cavity, the essure device on the right fallopian tube was noted to be almost entirely displaced from the ostia. The fallopian tubes were carefully inspected and there was no evidence of the essure device noted to be penetrating through the fallopian tube serosa. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left fallopian tube was no longer patent. Pathology test - on an unknown date: essure coil of right tube: consistent with a portion of coil material.. Ultrasound scan vagina - on (B)(6) 2008: migration of essure device, expulsion of essure device. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs+mr received : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia, expulsion of essure device, lower abdominal pain, abdominal pain. Event verbatim "migration of the implant" was updated to expulsion of essure device. Historical drug added. Medical history and concomitant conditions added. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device-essure device location of device: one of the coils was missing from the fallopian tube think it was the right side. Coil found adherent to the uterine sidewall adjacent to the tubal ostium/migration') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder and migraine. Concomitant products included celecoxib (celexa) and gabapentin (neurontin). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier and more frequent"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pain/pain pelvic") and device dislocation ("device improperly placed. / misplaced."). The patient was treated with surgery (underwent hysterectomy(full) with bilateral salpingectomy on (B)(6) 2012/tubal ligation). Essure was removed on (B)(6) 2008. At the time of the report, the device expulsion and device dislocation outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy in essure insertion dates : 2008. Discrepancy in essure removal dates :(B)(6) 2008, (B)(6) 2012. There was no evidence that the right essure device had perforated through the right fallopian tube.on hysteroscopic examination of the endometrial cavity, the essure device on the right fallopian tube was noted to be almost entirely displaced from the ostia.the fallopian tubes were carefully inspected and there was no evidence of the essure device noted to be penetrating through the fallopian tube serosa plaintiff received treatment for pain, breakage/expulsion,migration , other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left fallopian tube was no longer patent. Imaging procedure - on (B)(6) 2008: migration, left occlusion only. Pathology test - on an unknown date: essure coil of right tube: consistent with a portion of coil material. Ultrasound scan vagina - on (B)(6) 2008: migration of essure device, expulsion of essure device left occlusion only, successful in one tube, essure missing from the other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event device migration was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device-essure device location of device: one of the coils was missing from the fallopian tube think it was the right side. Coil found adherent to the uterine sidewall adjacent to the tubal ostium/migration') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "device improperly placed. / misplaced.". The patient's medical history included wisdom teeth removal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included bipolar disorder and migraine. Concomitant products included celecoxib (celexa) and gabapentin (neurontin). On (B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier and more frequent"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). In (B)(6)2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain/pain pelvic"). The patient was treated with surgery (underwent hysterectomy(full) with bilateral salpingectomy on (B)(6)2012/tubal ligation). Essure was removed on (B)(6)2008. At the time of the report, the device expulsion outcome was unknown and the abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy in essure insertion dates : 2008 discrepancy in essure removal dates :(B)(6)2008, (B)(6)2012. There was no evidence that the right essure device had perforated through the right fallopian tube. On hysteroscopic examination of the endometrial cavity, the essure device on the right fallopian tube was noted to be almost entirely displaced from the ostia.the fallopian tubes were carefully inspected and there was no evidence of the essure device noted to be penetrating through the fallopian tube serosa plaintiff received treatment for pain, expulsion,migration , other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left fallopian tube was no longer patent. Imaging procedure - on (B)(6)2008: migration, left occlusion only. Pathology test - on an unknown date: essure coil of right tube: consistent with a portion of coil material.. Ultrasound scan vagina - on (B)(6)2008: migration of essure device, expulsion of essure device left occlusion only, successful in one tube, essure missing from the other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). For event device improperly placed, meddra llt changed to device placement issue from device migration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.